Event description:
It was reported that during an unknown procedure, the device did not work. No further information was available. There was no patient consequence.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact the analysis results found that the el5ml device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed 6 clips as intended, the remaining 4 clips with gap were fed. In addition the device locked out as intended but the orange indicator was found undertraveled; in order to evaluate the condition of the internal components the device was disassembled. Upon disassembling, no anomalies were found. No conclusion could be reach as to what may have caused the incidents reported. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.